Event description:
The recipient will reportedly undergo revision surgery in order to have an MRI.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device will not be explanted. The recipient remains implanted. This is the final report.